Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked from the insertion site during use. The following information was provided by the initial reporter, translated from portuguese: "since the use of bd brand venous catheters, we have observed high rates of... Fluid leakage through the venous access ostium, generating an increase in the number of venous punctures, discomfort to the patient and harm to their health."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked from the insertion site during use. The following information was provided by the initial reporter, translated from portuguese: "since the use of bd brand venous catheters, we have observed high rates of... Fluid leakage through the venous access ostium, generating an increase in the number of venous punctures, discomfort to the patient and harm to their health."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.